Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level over 600 mg/dl and moderate levels of ketones. A correction bolus was delivered and manual injections were administered to address bg. During multiple occasions, the customer required assistance to address bg. A system check was performed and the occlusion alarms were verified. Reportedly, the customer reverted to manual injections for insulin therapy.